Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. Philips field service engineer (fse) confirmed the battery voltage was very low and the battery would not hold a charge. Fse replaced battery. Unit passed all performance tests and is ready to be returned to service.

Event description:
Customer reported battery would not hold a charge. No patient/user harm reported. Event date not specified; estimate used.